Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness, seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 26 mg/dl. The patient had a seizure and lost consciousness. The husband called the paramedics. For treatment, no information was given.